Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 386 mg/dl. Reportedly, the customer changed the supplies on the pump and delivered a manual bolus. During the time of the call, an hour after changing the supplies on the pump, the customer's bg level was 253 mg/dl. During system check with tandem technical support, the customer ran a fill tubing of 5 units of insulin and was able to observe drops. In addition, it was reported that the customer reported that prior to changing the supplies, the customer received an occlusion alarm. The customer confirmed that bg level would continue to be monitored to ensure bg level continues to return to target range.